Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other device used: catalog #00598801015, nexgen straight stem extension, lot #62820463. This report will be amended when our investigation is complete.

Event description:
It is reported that the implant has a foreign filament in the sterilie package.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated..

Manufacturer narrative:
Visual inspection of the returned device identified a small dark fiber in the inner cavity seal. After further evaluation, the foreign filament was measured and inspected. As a result, it was found the foreign filament acceptable with the zimmer, inc. Procedure for determining particulate matter of sterile and non-sterile products. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The packaging setup sheet for this device includes cleaning the packaging materials with an air gun prior to packaging the device. It is likely that the fiber was not seen on the tyvek lid or cavity prior to sealing. As this device was determined to be conforming to specifications, no product problem was identified.